Manufacturer narrative:
This follow up report is being submitted to report additional information. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that during preventative maintenance, a meshgraft had a damaged sterilization tray, handle, cutter, and roller. A zimmer meshgraft ii serial number (B)(4) was already at a zimmer facility and was available for evaluation. Evaluation of the device on (B)(6) 2019 noted that the device had a damaged handle, cutter, roller, and sterilization tray, and that it was missing the ce marks. Repair of the meshgraft occurred on (B)(6) 2019 and involved replacing the handle, cutter, and the roller. The device was then tested and verified to be functioning as intended, the customer was notified of the damaged sterilization tray and missing ce marks, then the meshgraft was returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the components were damaged, it cannot be determined from the information provided as to what caused the damage to all of these components. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended. Complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source: foreign: (B)(6).

Event description:
It was reported during pm that the sterilization tray was damaged; damaged handle replaced; damaged and worn cutter replaced damaged transport roller replaced. No adverse events were reported as a result of this malfunction.